Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen had a "black spot" and that the wake button was not functioning. Additionally, it was reported that the pump battery could not be charged. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.